Manufacturer narrative:
A ge representative performed an onsite investigation. The system software was reloaded. The system was then found to be operating as intended.

Event description:
The customer reported the system would not save patient image data. There is no report of patient injury.